Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed power supply and determined that the cause of the reported issue was due to a a blown fuse.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The power supply was replaced and the user interface flex cable was reseated to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.